Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was confirmed; however, the root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred during initial drain. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.